Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. The ICD was explanted and replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. The ICD was explanted and replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.